Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not print or feed. Several attempts made with changing the position of the roll and pulling paper out before printing without success. It was then reported the patient will remain on the pump for now. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with charlie on site. It was clear this issue was due to user error. The problem was quickly resolved by the clinical staff and was never raised to their own biomed staff. No actual device error is suspected. Unit released for clinical use. Patient involvement was there, no patient harm was reported.